Event description:
Meter was not powering up. The patient was taken to the hospital because patient was unable to test on patient's meter. Patient was experiencing symptoms of dizziness and chills at the time of testing. At the hospital, the patient was treated with an IV. The result at the hospital is not known. It is also not known how long the patient was unable to test on patient's meter. The patient stated that the battery contacts were in good condition. The battery was correctly installed and was less than one year old. A replacement meter is being sent to the patient.